Event description:
It was reported that shortly following the implant procedure of this subcutaneous implantable defibrillator (s-ICD) system, the patient received three inappropriate shocks due to air bubble over-sensing. The physician programmed the device therapy off. Once the noisy signals were no longer present, the physician reprogrammed the therapy on. The patient is continuing with remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.